Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils lp, a packing coil lp and a non-penumbra microcatheter. During the procedure, the physician placed two ruby coils lp in the target vessel using the microcatheter. Next, a packing coil lp would not advance at all within its introducer sheath and afterwards, attempts were made to push and pull the packing coil lp. Subsequently, the pusher assembly of the packing coil lp kinked. Therefore, the packing coil was removed. The procedure was completed using another ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned packing coil lp confirmed kinks near its pusher assembly mid-joint and revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath frictional lock, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance may result into the pusher assembly kinks which were observed near the pusher assembly mid-joint. During functional testing, the packing coil lp was unable to be advanced from its returned position due to the pusher assembly kinks. Further evaluation of the device revealed additional pusher assembly kinks. These kinks were likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.